Event description:
The report received from the affiliate indicated that after opening the sterile pouch, the precise stent was noted to be partially deployed in the package. Therefore, another precise stent was used for the procedure. There was no reported defect in either the outer box or sterile pouch, and the product was noted to be properly stored prior to use. The product was not clinically used. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.